Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced sample leakage, causing exposure to blood, and the stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tube had decapping issue resulting in blood spillage. Customer reported an incident where the cap of one tube got stuck on a transfer device for the abbott istat sepis. Customer reports blood spilled out. "Customer is using 367960 3ml pst for use with abbott istat sepis and when using the istat transfer device, the cap is sticking inside the transfer device when the tube is removed causing a spill of blood."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced sample leakage, causing exposure to blood, and the stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tube had decapping issue resulting in blood spillage. Customer reported an incident where the cap of one tube got stuck on a transfer device for the abbott istat sepis. Customer reports blood spilled out. "Customer is using 367960 3ml pst for use with abbott istat sepis and when using the istat transfer device, the cap is sticking inside the transfer device when the tube is removed causing a spill of blood."

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.